Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was unknown. Customer has received multiple battery out limit alarms. The customer stated going to buy energizer batteries and sending battery cap. The customer reported via phone call indicating that the insulin pump alarm weak battery. Customer's blood glucose at time of incident was unknown. The customer completed the troubleshooting for battery out limit and did finish failed battery troubleshooting and wanted to go buy new batteries.